Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2mg/ml morphine at 0.125mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pain pump had flipped. They tried to read the pump with the tablet but were unable to. A x-ray was performed which showed the flipped pump. The patient was taken back to surgery to un-flip the pump. Theissue was resolved at the time of the report. The patient weighed (B)(6), and their status was noted as "alive-no injury." No further complications were reported.